Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found the siderail end tube was bent and came apart from the top rail. The technician replaced siderail end tube and rivet to repair the stretcher.